Event description:
Provider states there are motor leaks in the chair. (P/n 1144775).

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. The malfunction has not been confirmed.